Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that prior to implant, an MRI showed an impingement or burrs at l7. It was reported that the patient thought the device was malfunctioning; they felt like the implant was kicking them/sending an electrical jolt up their spine, all the way to their neck. They stated that it was worse now than prior to implant, and they thought the implant may be ¿clashing with it.¿ it was also noted that the patient had had an appointment scheduled with their healthcare provider on (B)(6) 2017, but then they were in a car accident on (B)(6) 2017; they ended up in the hospital and almost died. They stated that they were experiencing severe pain from that, and that the implant may also be ¿interfering with it.¿ the patient requested assistance with turning the device off until they saw their healthcare provider. The programmer showed that the ins was on at 0.5 volts, and the patient was able to turn the ins off and lower amplitude to 0.0 volts. It was noted that the patient had an appointment scheduled with their healthcare provider on (B)(6) 2017, but they may try to see them sooner. No further patient complications are anticipated or expected as a result of this event.